Event description:
It has been reported that the customer has a gas cylinder that is leaking fluid.

Manufacturer narrative:
Leak. Additional info found to be relevant by the manufacturer, will be included in the investigation and a follow-up MDR will be submitted.